Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, the first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve to further reduce mr. The clip was deployed; however, a new jet appeared next to the second clip. The physician stated that the new jet was either a result of the pre-existing jet moving, or a new jet caused by a tear of the posterior mitral leaflet of the second clip. The leaflet tear was not treated. Two clips were implanted, and mr is 1-2. Then on (B)(6) 2020, it was discovered that the mr grade increased to 2. The patient was discharged. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported tissue damage could not be determined. The mitral regurgitation appears to be related to the procedural conditions. The reported hospitalization was a result of case specific circumstance. The reported patient effects of tissue damage and mitral regurgitation as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported tissue damage could not be determined. The mitral regurgitation appears to be related to the procedural conditions. The reported patient effects of tissue damage and mitral regurgitation as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the final report filed, the following additional information was received: on (B)(6) 2020, the patient was re-admitted to the hospital for a mitral valve replacement surgery. The clip is stable on the leaflets, but mr grade increased to 4 due to the tear. The date of the surgery is scheduled for (B)(6) 2020. No additional information was provided.